Manufacturer narrative:
Initial report inadvertently left off that the patient did not feel stimulation and did not have voice alteration, which indicated that the patient was not receiving therapy due to the high impedance.

Event description:
The patient did not feel stimulation and did not have voice alteration, which indicated that the patient was not receiving therapy due to the high impedance. The physician temporarily disabled the generator on (B)(6) 2015 due to the high impedance. The patient had lead revision surgery on (B)(6) 2016 due to the shocking pain in the chest and high impedance. There was high impedance during pre-op. Generator diagnostics were performed to rule out the generator as the cause of the high impedance, and the results were within normal limits. After testing the generator, the original lead was inserted back into the generator to ensure the high impedance was not due to a connection issue, but the impedance was still high. The lead was replaced, which resolved the high impedance. The explanted lead was received on 01/12/2016. Analysis has not been completed to date.

Event description:
It was reported that a patient felt a shocking pain in her left chest up into her neck. Diagnostics were performed, and high impedance was identified. X-rays were performed, but a lead break was not visualized. The patient was referred for revision surgery. No surgical intervention has occurred to date.